Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly and an arrow raulerson syringe (ars)/introducer needle subassembly for analysis. Signs of use in the form of biological material was observed inside the needle hub and on the guide wire. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. Large quantities of dried biological material were also observed on the guide wire body. Microscopic examination confirmed the kinking. No defects or anomalies were observed with the ars/introducer needle subassembly. The kink on the guide wire measured 576mm from the proximal end. The guide wire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire length measured 604mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle subassembly. Minor resistance was encountered due to the build-up of dried biological material on the guide wire surface. This biomaterial was removed, and the guide wire was inserted a second time. The guide wire appeared to pass with little to no difficulty. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire due to ars resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked adjacent to the j-bend. Despite the damage, the guide wire met all relevant dimensional requirements. Resistance was encountered when inserting through the ars due to the build-up of biological material (biomat) on the guide wire surface. Once cleared of biomat , the guide wire passed with little to no difficulty. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulserson syringe (ars) during use on the patient. A new kit was used. No patient harm was reported.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulserson syringe (ars) during use on the patient. A new kit was used. No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4).